Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to this issue, the label at the back of the pump was damaged but still legible. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.